Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). Results of investigation: the carefusion factory service center received the suspect device, a sipap ventilator, and evaluated the device. An evaluation of the device did not duplicate the reported issue. The unit meets manufacturer specifications.

Event description:
The customer reported that the touch screen seemed to be intermittently working when pressing the icons. The customer checked the connection and it seemed fine. The customer replaced the front panel, but the touch screen continued to not work correctly. There was no patient involvement associated with this reported issue.